Event description:
The complainant reported the patient was on impella cp and was being escalted to an impella 5.5 and during the implant, the pump was being repositioned and the patient went into ventricular fibrillation (vf). The patient was defibrillated. Additionally, the patient had recurrent persistent ventricular tachycardia. Impella 5.5 was repositioned twice. The impella was touching what appears to be the septum per team. The pump was repositioned again facing towards mitral valve. Care was withdrawn and the patient expired. The patient received suboptimal hemodynamic support and contributing to arrhythmic events. There is not enough evidence to exclude impella 5.5 as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Abiomed's medical safety officer reviewed the patients outcome and there is not enough evidence to exclude impella 5.5 as an associated factor in the patient's outcome. The impella cp for the same patient is reported on manufacture report number 1220648-2025-28037.